Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c156ee, serial/lot #: (B)(4), ubd: 11-sep-2019, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 26-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted as part of a chevar endovascular treatment of a abdominal aortic aneurysm . It was reported that the next day, the patient was noted to have a hematoma at the left axilla due tore bleeding at the access site. The patient had a decrease in hemoglobin levels which was treated with a blood transfusion. The site assessed this event as not related to the device but having a causal relationship to the index procedure. The event was deemed resolved 4 days later. On the same date, the patient experienced a slight paresthesia at the left corner of their mouth and left arm. It was said this was probably caused due to intubation and the cut down of the axillary artery during the index procedure. No action was taken and there was no further paresthesia documented the next day. The site assessed this event as not related to the device and possibly related to the index procedure. No additional clinical sequelae were provided and the patient is fine.